Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture on the ir window. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the original complaint was unable to be duplicated. There was no evidence of moisture inside the pump. There was some glue near the display window. Unrelated to the original complaint, the battery cap was damaged with stripped threads. A test cap was used for the investigation.